Manufacturer narrative:
Visual evaluation: device photograph(s) for the device related to the reported event capsular contracture was requested on 09-january-2024. Lot number 2235251 can be observed on the device. Visual analysis of the photographs identified: capsular contracture: unable to observe as it is not related to the device. No additional observations. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported right side capsular contracture baker iii. Device has been explanted and replaced with non allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe since it is not related to the device. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported right side capsular contracture baker iii. Device has been explanted and replaced with non allergan device.

Manufacturer narrative:
Clarification to a.2. Date of birth: year of birth was provided as 1968. Continued e.1. Phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported right side capsular contracture baker iii. Device has been explanted and replaced with non allergan device.